Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the device was positioned within the biliary tract. However, the guidewire lumen was split/torn near the proximal end of the catheter. The guidewire popped out of the catheter. A second autotome rx sphincterotome was used along with the same guidewire to complete the procedure successfully. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corproation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, during the procedure, the device was positioned within the biliary tract. However, the guidewire lumen was split/torn near the proximal end of the catheter. The guidewire popped out of the catheter. A second autotome rx sphincterotome was used along with the same guidewire to complete the procedure successfully.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the extrusion was ripped from the wide brown marker band, where the manufactured open guidewire channel ends, to the tip. The distal end of the closed extrusion was ripped all the way to the tip, splitting the tip. From an examination of the distal tip, it appears that the extrusion was torn when the physician tried to remove/separate the guidewire from the sphincterotome by performing rapid exchange along the working length/guidewire channel and beyond the brown marker where the c-channel ends. During a functional evaluation, a 0.035" jagwire guidewire was inserted through the guidewire introducer. The guidewire could be advanced through the guidewire channel; however, the guidewire exited the device through the torn extrusion before reaching the distal tip. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the torn extrusion is likely due to excessive force during the customer handling/usage. Therefore, the most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.